Manufacturer narrative:
H11: corrected data: corrected section h6 (method codes).

Manufacturer narrative:
UDI (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. However, this event was likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors which included hld, htn, acute on chronic diastolic and systolic heart failure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) years, three (3) months due to severe mitral stenosis. The tmvr was performed with a 26mm 9600tfx transcatheter valve. The patient tolerated the procedure well and was transferred to the CT ICU in stable condition. The patient was discharged to a skilled nursing facility on pod #7 in good condition.